Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 there was an error message, possibly for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported error message, possibly for low transmitter battery was not confirmed via data. The root cause was determined to be patient misuse/error. The smart device was placed on mute.